Event description:
It was reported that approximately two years after implantation of a vena cava filter, the patient presented with chest pain and a detached filter limb was identified in the right ventricle. Surgical intervention is planned to remove the detached filter limb.

Manufacturer narrative:
The device remains implanted and the lot number was not provided; therefore the device history records could not be reviewed. The investigation is currently underway.